Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt limb. A 6.0mmx100mmx80cm-hybrid sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.